Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32852, 3006705815-2020-32853, 1627487-2020-48041. It was reported that the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the entire system was explanted. No additional information is available.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead and anchor site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirmed the sterility of the leads and anchors. Based on the documents reviewed, the source of the infection remains unknown.